Event description:
Biomed service technician reported failure to rauch laryngoscope handle in hosp or. Or staff reported red hot handle and had to drop units to prevent serious burns. Impacted pt care. Issue: rauch 004413300 stubby handle, lot # 045106-1-2 aa battery version- problem: red hot handle. Had to drop or risk serious burn for laryngoscopes overheat. Alerted recall rep at hosp who called in salesman of teleflex medical. Contacted rauch co via a conference call with rauch manufacturing on or about 01/24/06.